Event description:
It was reported that when using the bd pyxis¿ es server had patient order was shown in pyxis es server with all orders active but does not appear at med station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing at the station. A technical support specialist (tss) reviewed the case and confirmed that the patient had remained in an admitted state. Further review showed that the admission inactivity days setting was configured to 40 days at the station level and 60 days at the facility level, which explained why the patient did not appear on all stations within the facility. No transactions were recorded when the all-device events report was run for this patient. The tss ran the patient cast order, and messages were processed successfully for the patient. It was recommended to temporarily increase the admission inactivity days value to a number greater than the time elapsed since the last transaction at both the station and facility levels. A transaction for the patient (such as removing and returning a simple item or readmitting the patient) was then performed. After completion of the transaction, the admission inactivity days setting was reverted to its original value to avoid potential station performance issues. The customer confirmed that the issue was resolved on their side, and the case was closed. The system functioned as intended after the technical support specialist troubleshoot the device.